Event description:
The customer could not fill the reservoir. Customer injects air into the vial prior filling when customer tried to pull back plunger and the insulin did not enter. The reservoir's plunger did not move when customer released it. The customer tried another reservoir and the entire plunger with the o-rings was removed from the reservoir barrel.